Event description:
The customer reports that after a few seconds after performing chemotherapy treatment on a male patient for lymphoma the hot pack was hot. The nurse then removed the hot pack from the patient's left arm when she noticed a burn on the patient's arm. The burn was treated with silvadene cream by a nurse practitioner in the office.